Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was pacemaker dependent and fainted. A device interrogation indicated exit block on bipolar polarity, along with an implantable pulse generator (ipg) pacing problem and high/unstable right ventricular (rv) lead thresholds. The rv lead was capped and replaced and the ICD was explanted and replaced. No further patient complications have been reported as a result of this event.